Event description:
This device claims that it will wake up and increase pelvic floor muscles and increase natural circulation. The quality of this product is so bad that it should not be sold as a medical device, as this product promises improvement of pelvic floor muscles. It also promises that it will improve bladder leaks but this dinky quality device was no more than a toy. The us customs should not allow this product to be shipped from china without medical proof. Patetta llc.